Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/15/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information: h6, d9,h3, h4, d4. H3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that a closed packet of product code pdp513g was received for evaluation. Visual inspection of the unopened sample, no defects were found on the packet. The sample was opened, and the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the procedure date? No further information is available. What is the lot number? Rbmdcq. What was used to complete the procedure? No further information is available. In relation to needle, what is the approximate location of suture breakage? No further information is available. Did the suture separate completely?no further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: 2210968-2021-06942 and 2210968-2021-06944 . Trade name: irgacare® active ingredient(s) : triclosan dosage form: suture/solid/parenteral strength : 2360 g/m.

Event description:
It was reported that a patient underwent an otolaryngology head and neck surgery procedure on an unknown date and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.